Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that there was a line going through the middle of the insulin pump¿s screen and it was getting hard to see the screen. They did not have the insulin pump with them. They stated they will call back. The customer¿s blood glucose level was unknown. The insulin pump was not returned for analysis.